Manufacturer narrative:
Additional info: currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump alarmed. Troubleshooting was performed. The device failed the displacement test and the alarm reoccurred. No blood glucose reading was reported and further information was not provided.